Event description:
It was reported that pump triggered cartridge alarm 20 and had repeated cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections or backup insulin pump to ensure insulin delivery, and technical support arranged shipment of replacement pump.